Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported balloon detachment was confirmed. The returned catheter was found to be damaged and detached at the outer shaft, balloon and tip. The outer shaft, distal marker band and the distal tip were not returned and could not be investigated further. The cause of the detachment is unknown. However, shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries, successfully delivering 300 ivl pulses. After the ivl treatment, the balloon material detached from the shaft while exiting the sheath. No excessive force was applied during device removal or manipulation. The balloon was fully deflated prior to removal, and the detachment occurred within the sheath inside the patient. The entire balloon portion detached from the catheter and was removed along with the sheath. There was no patient harm reported.